Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient experienced significant access site oozing from the impella site, a mattress suture was placed and pressure dressing applied. A dialysis catheter was placed to begin continuous renal replacement therapy. On (B)(6) 2022 it was reported a colonoscopy revealed a small bowel bleed that was unable to be repaired, the patient received twelve units of packed red blood cells. Reportedly to address the bleeding, the patient was to have continuous infusion of blood products and coagulation medications along with changing the purge to sodium bicarbonate, regardless of the clinician advising the physician it was contraindicated as a purge solution. Additional information noted patient care was withdrawn, and survival outcome at explant indicated the patient expired. Additional information noted patient care was withdrawn by the family, and survival outcome at explant indicated the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.